Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with blood glucose of 200 mg/dl. Customer's emergency room visit was due to traces of ketones. Customer was not admitted into the hospital. Customer was treated and released. Customer was not wearing insulin pump for one hour prior to emergency room visit.